Manufacturer narrative:
On 16-jan-2022, additional information was received from the customer confirming the protrusion previously reported was actually the catheters anchor window which is there by design. There is no issue of protrusion or foreign material visible through the protrusion. There is no product issue. As such, this event will no longer be considered to be MDR reportable. Manufacturer's ref # (B)(4)

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a webster¿ electrophysiology catheter and an issue of foreign material was encountered. An issue of foreign matter was reported along with what was described as a ¿protrusion¿ on the distal tip of the catheter. However, review of a photo provided, it was determined that the protrusion was actually the device¿s anchor window and not a protrusion. The anchor window is part of the catheter¿s design. A second catheter was used to complete the operation. There was no patient consequence since the device was not used in the patient. This event is considered MDR reportable for the foreign matter issue reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
The product has not returned for analysis, however, a picture(s) were provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Initial reporter phone: (B)(6). Manufacturer's ref. #: (B)(4).